Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy from high impedance. Surgical intervention occurred where the lead was explanted and replaced.